Event description:
On 5/21/2024, it was reported by a sales representative via (B)(4) that an ar-9127-01 arthrex universal glenoid coring reamer was missing the white-centered knob and was discovered during the case. The case was completed by unthreading one from the medial reamer and putting it on the small reamer to finish the case and nothing broke inside the patient. This was discovered during a reverse total shoulder procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 5/29/2024: there was no case delay.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-9127-01 /batch 04511802, coring reamer, was received for evaluation. Upon visual evaluation it was noted that the white cap (alignment tip) is missing. Functional testing could not be performed due to the damage of the device. The most likely cause is attributed to wear and tear due to repeated use of the device. The manufacturing date is january 2018.